Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bowel resection procedure, the device misfired and stuck to the bowel. The surgeon had to peel the device off the bowel to free it. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # m53h0m. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and not fire? Was the firing trigger advanced and no staples deployed? Did the device deploy staples? If the device deployed staples, were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight? For clarification, did the jaws of the device not open after attempting to fire? Was there any tissue damaged as a result of the device sticking to the bowel? If yes, describe damage. Was intervention required to repair/treat tissues? If yes describe. Were any tissues resected to remove the device? What is the patient¿s current status? The analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.